Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient is no longer receiving stimulation. Diagnostics determined invalid contacts on the thoracic lead. In addition, x-rays confirmed the thoracic lead had migrated out of the epidural space. Surgical intervention will be taken to address the issue at later date.